Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 9275399. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 56 physical samples were received for evaluation by our quality team. Through examination of the returned samples, none were observed to have scale marking issues. All samples came sealed in a shelf box and packaging blister. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: based on the investigation results, an exact cause for this incident could not be identified as all samples provided have scale marking issues or other defects. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe scale markings were partially missing before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "cc markings on syringes were not consistently on them."